Manufacturer narrative:
(B)(4). Date sent: 6/1/2021. H2: additional information received: rep reported the clipping along staple line is routine practice for surgeons at this account and no quality issue is being reported by surgeons regarding the stapler. The only quality issue being reported was for the er420 device clip scissoring. In addition, photos were received for review. During the review of photos, the following was observed: the first photo shows a device with a clip loaded in the jaws. The second photo shows a scissored clip on the tissue. The third and fourth photos show a device with the jaws in the closed position and a scissored clip can be seen between the jaws. The fifth photo shows four photos on the file and shows a device with the jaws in the closed position. Also, one of the photos shows a scissored clip on the tissue. Based on the photos, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis reported in (B)(4) for full analysis details and conclusion. As part of the our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2021. D4: batch # u95y57. H6: component code: clip (g0405204) and mechanical (g04). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and upon visual analysis of the returned sample, it was determined that the er420 device was returned with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed eleven scissored clips. In addition, the device locked out as intended. Further analysis shows during the visual inspection of the jaws, they were found to be misaligned, and the scissored clips were due to this condition. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to improper use of the device. Possible causes for the condition found may be due to the device being closed over an existing hard object or clip, placing stress on the jaws, causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. In addition, as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. Please reference the instruction for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2021. H2: additional information received: sales rep reported during a conference call the er420 device was used to clip bleeding staple lines. Engineering team advised that the IFU (instructions for use ) includes warnings and precautions statement to not fire device over another clip or instrument that can damage or yield the device jaws, resulting in malformed clips. In addition, five photos were received for review. Review is in progress and had not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event was 2020. Event day and event month were not reported. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy, the clips were scissoring. It is unknown how the procedure was completed. There were no patient consequences.